Manufacturer narrative:
B4:07sep2021. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. An authorized service personnel was informed that the customer sought out a third- service provider to evaluate the device. The customer declined service/repair of the device from philips. The device evaluation and resolution information is not available. The customer's complaint could not be confirmed. There was no patient incident associated with this service call. Since no service was rendered, no parts were replaced. The root cause of the reported failure cannot be determined.

Event description:
It was reported to philips that the device was unable to deliver oxygen. The device was reported as being in use at the time of the event on a patient. There was no patient or user harm reported.